Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿bug inside one of the tubes coming out¿ of the amia automated pd cycler set. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.